Event description:
Revision surgery - due to an infection to the clean out.

Manufacturer narrative:
The reason for the revision surgery on (B)(6) 2013 was due to an infection. There was no information submitted with this complaint about any patient activities, accidents, or medical contradictions that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the sterilization records show that the reported devices went through an adequate 25-40 kgy gamma radiation sterilization dose or an appropriate hydrogen peroxide gas plasma sterilization process and were within their expiration dates at the time of the original revision surgery on (B)(6) 2013. There were no findings during this investigation that indicate that the reported devices were the root cause or had a direct connection with the patient's infection. Due to the short time between the original surgery and the revision, it is possible that the infection was acquired in the hospital (nosocomial). It is also possible that the patient was not compliant with post surgical instructions. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness. Hospital disposed.